Event description:
It was reported that iab had been inserted via subclavian approach. Approximately 16 days later, a balloon rupture was suspected. The iab was exchanged. There were no reported patient complications